Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is not switching on, battery not charging. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse checked and found problem is with power supply connections. Removed and refixed the connectors of power supply and rectified the reported issue. Checked all necessary parameters and found ok. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a